Event description:
Pt reported that their one touch fasttake meter would not power on. Unk how long the pt had this issue with the meter. This issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach the pt for more clinical info. Pt was taken to the hosp. Unk what their blood glucose reading at the hosp was or what treatment pt received. Due to insufficient info regarding the hosp visit and the power issue not being resolved, this case is reported as a meter malfunction.